Event description:
Healthcare professional reported right side "biocell recall". Healthcare professional later reported right side device found ruptured during explant surgery, "free gel and the shell was fractured into pieces", "pain", and "fibrous capsule with histiocytic inflammation and foreign body multinucleated giant cells" found via pathology. Device was explanted and replaced.

Manufacturer narrative:
Clarification to b3 date of event: partial date june 2025. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "inflammation" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "biocell recall"; rupture found during surgery; "inflammation" diagnosed via pathology after surgery.